Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell one of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the heater line of the homechoice cassette and the heater bag that led to this alarm. The hp confirmed that the connection was properly tightened before therapy started. The hp had cycled power off and on twice to clear the alarm then the hc displayed press go to start. Renal therapy services (rts) assisted the hp with proper disconnect procedures. Rts advised the hp to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.